Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirmed that the subject device was shipped according to specifications. Based on the result of the investigation, the phenomenon likely occurred as the user forcibly manipulated the bending tube so that the tube was excessively stressed, leading it to a broken tube, causing the a-rubber protrusion. This cause of the failed leak test is attributed to the broken bending tube. Safe detection of the reported event is given by the instructions for use as follows, which the user was able to detect): perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. The instructions for use provide the following to prevent the bending tube from protruding out. Since the reported event occurred, user handling may have deviated from the given instructions: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed, a hole and broken skeleton was found on the bending section that was causing the leak. A deep dent was found on the insertion tube and a crack on the video connector. The device was serviced and returned to the user facility. There was no patient involvement or any related injuries. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the scope failed the leak test during reprocessing. No patient involvement was reported. No additional information was obtained.